Manufacturer narrative:
Samples are lithium heparin plasma with a gel barrier that were centrifuged at 3,500 rpm for 8 minutes. Sample #1 was lipemic. Qc was within the customer's established ranges prior to the event. A system check performed on (B)(6) 2010 met specifications. A field service engineer (fse) was dispatched: the fse replaced multiple parts. Verification testing met published performance specifications. Although hardware issues were addressed, a definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accu tni) result of 0.58ng/ml for one patient. Repeat testing and subsequent samples from this patient all resulted in the normal reference range. The erroneous result was reported out of the lab. Due to the elevated accutni result the patient was admitted to the ICU for observation. However, there were no reports of death, injury, or change to patient treatment has been reported in connection with this event.